Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information or if the subject device is received at a later date this report will be updated accordingly.

Event description:
Olympus was informed that during an unspecified procedure, while placing the stent in position the trailing suture (string) detached and fell into the patient. The surgeon was able to retrieve the string and stent successfully. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the stent was torn on the bladder curl side and stent was torn at the second drill hole. The distance measured between the end of the stent curl and the second drill hole was 1.1¿. Additionally, a cross section was cut to measure the od and ID in the torn section of the stent using an automated vision system. The od measured at .07863¿ (specification .074¿ - .084¿) and the ID measured at .05058¿ (specification .047¿ - .057¿), both within specification." No additional damage to the stent was noted. Manufacturing processes were also reviewed by the OEM. The OEM reported that a visual inspection of all parts is performed manipulating the curl area and inspecting for the right number and orientation of the holes. During the "check to template" procedure the stent is 100% guide wire tested and visual aids are used that give a criteria for the acceptable and rejection criteria. The procedure for attaching suture was reviewed and it was verified that the operator is aware that the damage like the reported failure mode is not acceptable and that it can be detected during the guidewire test, or with visual inspection during the insertion of the thread in the suture drill while the handling of the bladder curl for this procedure. Quality inspector verifies the location of the suture and checking for the quantity, orientation and correct measure of drills of the bladder curl. A DHR review was performed by the OEM for subject device and lot number and found no anomalies found during the manufacturing process. Based on the evaluation results, the catheter was manufactured according to established procedures and customer specifications, the reported failure mode is considered not be associated to the martech medical west manufacturing processes. No further action is required.